Event description:
A catheter leak was reported at the distal segment. The patient experienced increased spasticity diagnostics included an MRI. The catheter was revised, sealed the leak around the catheter with tisseal. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain in formation. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative on (B)(6) 2015 and it was reported that they were unable to aspirate csf (cerebrospinal fluid) via the catheter access port in the office; the date was not provided. The patient had no relief of her spasticity. It appeared on x-ray (date not provided) that the catheter had a kink, but the physician did not want to do a dye study to confirm. The entire catheter was replaced (date not provided) with good flow. No purse string suture was used on the new catheter. The daily dose was reduced from 1255 mcg/day to 300 mcg/day; 20 ml of gablofen instilled in pump at time of revision. The patient's status since the revision was unknown by this reporter.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).